Event description:
In this case, it was reported that the prosthetic aortic valve was explanted after an implant duration of approximately 3 years and 9 months due to stenosis. Per the discharge summary, tee showed severe global hypokinesis with an ef of 30% and a prosthetic aortic valve with a calculated valve area of 0.67 cm2. Therefore, the patient was referred for redo-aortic valve replacement. The device was replaced with another edwards bioprosthetic valve. The patient reportedly tolerated the procedure well. Of note, the patient did have a significant amount of postoperative mediastinal hemorrhage. Re-exploration for bleeding and removal of eight sterna wires on the evening of (B)(6) 2012. However, there was no significant bleeding sites identified at that time. Again, the patient was transferred to the cticu for postoperative care.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unforutnately, the device was discarded by the hospital; therefore, edwards could not assess the valve to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.